Event description:
Additional information was received that the infection has since healed, and the issue is resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection. As a result, surgery may occur to address the issue. Complete event information is not yet known.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the ipg was explanted to address the issue.